Event description:
Information was received indicating that this peripheral intravenous catheter would not penetrate the skin. Detailed inspection found that the beveled end was not completely exposed, the catheter was pushing the skin away while the short beveled sharp caused a wound on the skin. No adverse patient effects were reported.